Manufacturer narrative:
The device was evaluated by a third party biomedical engineer. The reported issue was not duplicated. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. The biomedical engineer replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed and displayed program crc test failed. The ventilator was removed from the patient and the patient was switched to another device. There was no patient involvement.